Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 6, 2008. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure they experienced a loss of infusion when going from fluid to air. The system is preset to 30mmhg. There was a slight improvement when the setting was adjusted to 60mmhg. They tried exchanging the system but that did not resolve the issue. The case was completed.